Event description:
The customer reported an adverse skin reation to the mask comprised of a burning sensation, tingling, and numbness.

Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for us reportability this report is being submitted without undue delay. Return of the device in question is in progress and a supplemental report will be submitted after the completion of device evaluation.